Event description:
Rep reported that a programmer has potentially malfunctioned. Pt admitted into the hospital for observation. The problem they encountered was that the radiopaque marker was not visible on the x-ray. Additionally, the valve was reprogrammed to 160mmh20 with the vpv. They rec'd a confirmation message, but the x-ray showed the pt was still at 120mmh20. False/positive. Pt status is good and the device was left at 120mmh20.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The programming unit was found fully functional. The false/positive issue reported by the customer could not be duplicated in the laboratory setting. The radiopaque marker issue reported by the customer could not be verified, as the valve is still implanted in the pt. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Additional PMA/510(k): k050739.